Manufacturer narrative:
Pt info: unk. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.00/2.5/073 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2017. Lens rotation not associated with a low vault was observed. On (B)(6) 2022 the lens was explanted. This resolved the problem.